Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. At the time of reporting no action of was taken to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose (bg) value was 589 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.